Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed battery failure. Customer was assisted with battery failed alarm troubleshooting and they mentioned that their high blood glucose was 463mg/dl at the time of the incident. Customer treated with manual injection. Customer stated that the insulin pump did not alarm failed battery when new batteries were inserted. The insulin pump will not be returned for analysis.